Event description:
It was reported by the clinician that the catheter was used successfully, and the patient was discharged with the catheter in place. The patient's daughter tried to remove the stimucath catheter at home and when she met resistance she continued to pull, causing the catheter to separate. Additional information received from the sales representative on 2/25/09 stated the remaining piece was pulled from the patient and came out without incident. No surgical intervention was required. There were no patient complications reported.

Manufacturer narrative:
Follow-up report will be filed if additional information becomes available.